Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient experienced two instances of bent cannulas, resulting in interruption of insulin delivery. The first infusion set was placed on the left arm; after observing elevated glucose levels that did not respond to correction, the patient removed the set and identified a bent cannula. The patient then inserted a new infusion set on the right arm; however, blood glucose levels remained elevated at 400 mg/dl, which was confirmed by a fingerstick reading of 398 mg/dl. Upon removal of the second infusion set, the cannula was again found to be bent. The issue was resolved after placing a new infusion set at a different site on the right arm. There was patient involvement, and no harm was reported.